Manufacturer narrative:
Additional information: a2, a3, a4, a5, a6, b5, e4. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 02jun2025. After the hub separated, part of the sheath remained outside the body; therefore, the physician was able to remove the separated portion intact, without complications or patient harm. Fluoroscopy was used to confirm that the entire sheath had been removed.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, while attempting to obtain access for an angioplasty procedure, a micropuncture transitionless stiffened cannula access set¿s sheath separated in the patient upon insertion of the device. The sheath was not advanced or removed through a previously placed vascular closure device. The sheath reportedly separated where the sheath and hub meet, and no sheath material remained in the hub. It is unknown if the procedure was completed. The separated fragment was removed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was received 02jun2025. After the hub separated, part of the sheath remained outside the body; therefore, the physician was able to remove the separated portion intact, without complications or patient harm. Fluoroscopy was used to confirm that the entire sheath had been removed. Corrected information: h6 (annex a). Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The sheath was detached from the hub; however, sheath material remained in the hub. The sheath was elongated at the point of separation and scratched on the outside. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional complaints for the final or sub-assembly lots. The product IFU states ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, while attempting to obtain access for an angioplasty procedure, a micropuncture transitionless stiffened cannula access set¿s sheath separated in the patient upon insertion of the device. The sheath was not advanced or removed through a previously placed vascular closure device. The sheath reportedly separated where the sheath and hub meet, and no sheath material remained in the hub. It is unknown if the procedure was completed. The separated fragment was removed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested.